Manufacturer narrative:
Site representative w.s. Declined to provide patient information. On 03/27/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement axiem portable shipped to site (B)(6) 2017. Medtronic investigation of returned suspect device finds that when the axiem unit was connected to a test system with the ent application, the registration, tracking, and accuracy looked normal on all 8 tool ports. The axiem system remained functional with no failures. Device found to be fully functional. No fault found.

Event description:
A medtronic representative reported that, after a period of normal function (green status), while in a cranial resection procedure, the axiem system went to red status. No further details regarding this issue, or specifically in what step it occurred, were provided. In trouble-shooting, the emitter cable was disconnected from the axiem box and re-connected. Normal function was restored. Issue resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.